Event description:
It was reported that the patient experienced a syncope episode. The pulse generator was explanted and replaced on (B)(6) 2015 for an unrelated issue. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.